Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd 60ml syringe luer-lok¿ tip had little oil droplets inside the syringe.

Event description:
It was reported that a bd 60ml syringe luer-lok¿ tip had little oil droplets inside the syringe.

Manufacturer narrative:
Investigation summary: 3 samples were received for evaluation. They have droplets of silicone (medical grade): two are acceptable, per our acceptance criteria ¿ the ones that came in sealed packaging and the one in an open packaging are not acceptable. Failure mode is verified. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel, however, some silicone may not be perfectly distributed. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.